Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the communicator was confirmed. Additional information from the product analysis indicated that a suppressor part was cracked and a smoke came out when a power was applied.

Event description:
Boston scientific received information that the communicator showed a yellow call doctor icon. The company representative verified that the power cord was bent. The power cord was replaced. The patient called back and the new power cord was received but the communicator still showed the call doctor icon. The company representative advised that a new communicator and a return label was sent. The communicator was deactivated. No adverse patient effects were reported.